Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/17/2016 that on (B)(6) 2016, the patient experienced a permanent out of range signal. No additional patient or event information is available. The sensor was inserted into the thigh. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.